Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty control panel. Nurse turned device off and on, but the screen stayed black. Nurse tried a second time and the disc read error came back. Per additional information, it was reported that there was no impact to the patient, but therapy could not be completed. Nurse stated that they turned the device on and off and continued to get a black screen. Nurse did put in a ticket for the device to go to biomed, but it had not been picked up yet. Per additional information received, the device was sent to biomed for the "disc read error". Biomed stated that they were unable to reproduce this error, however, the panel booted up to an alarm that stated the data file was unreadable. Biomed would order and replace the control panel onsite. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was in use on a patient. The investigation indicated that the reported issue was not manufacturing related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device was giving a "disc read error". The nurse turned the device off and on, but the screen stayed black. Nurse tried a second time and the disc read error came back. Nurse was sending device to biomed and use an alternate means of inner cooling this patient. Per follow-up information received via phone on 05dec2022, it was reported that there was no impact to the patient, but therapy could not be completed. The nurse stated that they turned the device on and off and continued to get a black screen. The nurse did put in a ticket for the device to go to biomed, but it had not been picked up yet. The nurse also provided them with a serial #(B)(6). Per additional information received via phone by technical support on 10jan2023, the device was sent to biomed for the "disc read error". Biomed stated that they were unable to reproduce this error, however, the panel booted up to an alarm that stated the data file was unreadable. Biomed would order and replace the control panel onsite.

Event description:
It was reported that the arctic sun device was giving a "disc read error." Nurse turned device off and on, but the screen stayed black. Nurse tried a second time and the disc read error came back. Nurse was sending device to biomed and use an alternate means of inner cooling this patient. As per follow up information received via phone on 05dec2022, it was reported that there was no impact to the patient, but therapy could not be completed. Nurse stated that they turned the device on and off and continued to get a black screen. Nurse did put in a ticket for the device to go to biomed but it had not been picked up yet. The nurse also provided them with a serial # (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.